Event description:
It was observed during device evaluation that the video system center displayed a distorted image and had a faulty image locking function. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the malfunction distorted image with a faulty image locking function, the cause was traced to be a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.